Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she could lie down because that was programmed but to lean back to get her hair washed was when the ¿terrible vibrations¿ happened. The patient reported that the leads had not moved. The patient reported that she had her stimulator (ins) since 2016 and your body changes so therefore they hadn¿t moved. The patient reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient laid back in a "hair bowl" when they were getting their hair done and got a terrible vibration from the stimulator. The patient noted that their leads moved. The patient was meeting with an hcp sometime 'next week' and wanted a rep to be present. No further complications were reported.